Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was severely tortuous. It was reported upon final angiogram there was a type iii endoleak (separation of two stent grafts). The type iii was due to the pt's anatomy. The physician believes that it is possible that the stiff guidewire may have contributed to the type iii endoleak. When the guidewire was removed from the pt the stent graft was able to adhere to the vessel wall. The physician still elected to place an aneurx iliac limb between the two devices. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Secondary intervention.